Manufacturer narrative:
Results: the ruby coil pusher assembly was kinked approximately 9.0, 71.0, and 76.0 cm from the proximal end. The embolization coil was detached, stretched, and displayed multiple offset coil winds. The proximal constraint sphere and fractured stretch resistant (sr) wire were present inside the ddt. There was clotted blood on the coil, on the ddt, and inside the introducer sheath. Conclusions: evaluation of the returned device revealed that the embolization coil was detached and exhibited extensive coil structure damage. This damage is likely a result of repeated attempts to advance the embolization coil against resistance. The embolization coil detachment is due to an sr wire fracture. The sr wire fracture is likely a result of forcefully retracting the coil against resistance. If an rhv and continuous flush are not used, blood may begin to clot around the device inside the non-penumbra microcatheter and may contribute to any resistance felt by the physician. Further evaluation revealed kinks in pusher assembly. These kinks were likely incidental and occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil would not advance through the distal end of the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.